Manufacturer narrative:
H6 health effect - impact code 2199 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak and broken flush port were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed. When the steerable guide catheter was opened, it was noted to have a broken flush port. The stop cock was able to be attached but when flushing was attempted a leak was noted at the attachment site. Multiple stop cocks were attempted which all failed. A replacement sgc was used to complete the procedure. There was no clinically significant delay.